Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that "dissolver and nogitecan hydrochloride" chemotherapy medication leaked from between the bd phaseal¿ protector p14j and injector while drawing it from the vial during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese to english: "connected protector. When drawing dissolver and nogitecan hydrochloride(chemo) from the vial, hcp felt it's heavier than usual. The drug leaked from an opening between the injector and the protector."

Manufacturer narrative:
H.6. Investigation: one sample was received for evaluation. Upon examination, no anomaly was identified on the cannula or membrane of the protector or leakage was identified. The needle penetrated the rubber stopper out of center and was noted to be detached from the protector. A device history record could not be evaluated as the lot number is unknown. Based upon the investigation of the sample received and the investigation, the root cause of this incident is related to how the protector was fitted to the vial. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. H3 other text : see h.10.

Event description:
It was reported that "dissolver and nogitecan hydrochloride" chemotherapy medication leaked from between the bd phaseal¿ protector p14j and injector while drawing it from the vial during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from japanese to english: "connected protector. When drawing dissolver and nogitecan hydrochloride(chemo) from the vial, hcp felt it's heavier than usual. The drug leaked from an opening between the injector and the protector."